Event description:
The customer contacted physio-control to report that their device intermittently will not power on when the power button is pressed, but instead will flash a white screen. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an intermittent y1 crystal.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue, and performed other unrelated repairs to the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently will not power on when the power button is pressed, but instead will flash a white screen. There was no patient use reported with the event.